Manufacturer narrative:
The reported events of noise resulting in oversensing and insulation damage were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not reveal any anomalies except for procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00680. During a clinic follow-up, episodes of noise and low pacing impedance was observed on the right ventricular (rv) lead and episodes of noise resulting in oversensing and automatic mode switches (ams) were observed on the right atrial (ra) lead. The rv and ra leads were explanted and replaced to resolve the event. Following explant, insulation damage was visually observed on both the rv and ra leads. The patient was stable and will continue to be monitored.